Manufacturer narrative:
Two bivona tubes neo/ped flextend were received without their original packaging inside a ziploc bag. The samples were in used condition. Visual inspection was performed at 12" under normal conditions of illumination in order to detect any damages on the parts. It was observed that the samples had splits on the flange eyelets.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the patient pulled at the smiths medical portex bivona flextend¿ tts¿ tracheostomy tube, detaching one of the flanges. The tube was changed out with no reported adverse effects.